Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the aim beam is not forward firing. Probable root cause: based on the results of the investigation, the product complaint of "forward firing" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, forward firing was observed with the first fiber. The procedure was completed using a second fiber. Patient outcome: ¿no injury to patient ¿reported.